Event description:
Patient was injected with bovine collagen in the vermillion of the lips. The collagen became hard and encapsulated within a month of the injection. Five months later, the hardened areas developed into painful abscesses on the upper lip. The physician elected to incise and drain the abscesses because the swelling was interfering with the patient's speech. Physician started the patient on keflex 500mg po bid. The patient, who is an employee of the physician, used large bore needles to drain the abscesses prn at home. Three weeks after the initial incision and drainage, the lower lip began to swell and form abscesses and another such procedure was repeated, as well as another week long course of keflex, with a week long course of valtrex added to the regimen. At this time symptoms are ongoing.